Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event: did the 2 sutures break during use on patient in this procedure? If no, please explain the event. Any adverse patient consequences and what medical or surgical intervention was provided to manage them? Device return status / follow up? Event reported in 2210968-2019-88272.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was cut by sections. It was stated that the inheritance opened. Another like device was used. There were no adverse patient consequences reported. Additional information has been requested.